Manufacturer narrative:
Document review: cocr ball head 12/14 36 size l: code 01.25.032 / lot 121068 (20 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 3 items belonging to this lot have been already implanted and no similar incidents have been reported up to now. Amistem h femoral stem (k093944): code 01.18.139 / lot 104260 (18 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 5 stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.

Event description:
Revision surgery due to infection 20 days post op. The bacteria responsible for the infection is a (B)(6).

Manufacturer narrative:
Document review: cocr ball head 12/14 36 size l: code 01.25.032 / lot 121068 (20 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 3 items belonging to this lot have been already implanted and no similar incidents have been reported up to now. Amistem h femoral stem (k093944): code 01.18.139 / lot 104260 (18 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 5 stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.